Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported ¿a patient who elected to exchange¿ textured devices. Patient "also had bilateral cap con,¿ baker grade iii for the left side. The device has been explanted.

Event description:
Physician reported ¿a patient who elected to exchange¿ textured devices. Patient "also had bilateral cap con,¿ baker grade iii for the left side. It was later reported "crease/folding of implant". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation, yellow particles, cloudy. Bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. - during the analysis was observed crease fold however not is considered workmanship because the device was implanted. And it was received without its original sealed packaging.